Event description:
It was reported the patient experienced low back pain radiating down their legs which resulted in in-patient or prolonged hospitalization. Examination/palpation revealed severe lumbar discomfort. The daily dose rate was increased. The outcome was noted as resolved without sequelae. The pump was delivering sufentanil, baclofen and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8703w lot# l48278 implanted: (B)(6) 1998 explanted:unk.